Manufacturer narrative:
In addition to the findings in b5, the device evaluation also found the following: the flexibility adjustment ring had a scratch, the grip had a scratch, the forceps channel port had a dent, the switch box had a scratch, the plug unit had a scratch, the scope connector cover unit had corrosion due to water leakage, and the scope connector case unit had corrosion due to water leakage. The plastic distal end cover had a chip. The bending tube had a dent, the connecting tube was snaking, and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the crushing of the colonovideoscope bending tube. The issue was found during preparation for use. There was no procedure or patient involvement. The device was returned for evaluation. During the device evaluation, foreign objects were found in the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.